Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment of right upper lobe bronchus in a thoracoscopy right upper page resection laparoscopic procedure, the surgeon was unable to squeeze the handle and the device did not fire after pressing the green button. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. Functionally, the instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. During testing of the articulation function it was observed that the instrument would articulate to only four positions to the right. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record was not performed. Replication of broken articulation function may occur if the instrument articulation lever is forced to articulate while the jaws of the reload are obstructed from articulating. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of a broke articulation feature that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.